Manufacturer narrative:
Complaint conclusion: during use of a 6f exoseal device for vascular closure, it was reported that although the bleed-back from the bleed-back indicator was present and had not stopped, the visual indicator showed solid black pattern. The physician mistakenly depressed the button and deployed the plug. The procedure was completed and hemostasis was achieved with manual compression. Although the patient was asymptomatic, there was suspicion that the plug was deployed intravascularly. The patient is under close monitoring but so far there is no sign of abi decrease, ischemic symptoms or distal blood flow occlusion. The procedure was a percutaneous transluminal angioplasty (pta) of the left anterior tibial artery. An ipsilateral antegrade approach was made from the left common femoral artery using a 6f non-cordis sheath. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not near a stented segment however calcification was noted at the access site. The vessel diameter was >/= to 5mm in diameter and tortuosity was noted. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The vcd showed no visible signs of damage and was prepped according to IFU instructions. After the pta, the 6f non-cordis guiding sheath was exchanged for a 6f non-cordis short sheath and the exoseal was inserted. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. After the exoseal was firmly connected with the sheath, they were retracted gradually. The indicator window did not show any red color during retraction. Then, although the bleed-back from the bleed-back indicator was still present, the visual indicator showed solid black pattern and the physician mistakenly depressed the button. The physician commented that the indicator wire might be caught on the calcification or vessel wall. The physician had achieved certification on the use of exoseal vcd, but it is unknown how many cases prior to this procedure. There has been no treatment provided to the patient to restore blood flow. The device was not returned for analysis. A device history record review was conducted of lot 16005257 and revealed no anomalies, nonconformances nor excurions during the manufacturing and inspection processes that can be associated with the reported complaint. Receiving inspection records for plug (lot: 201308230103) were reviewed and this lot was deemed acceptable. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. Additionally, peripheral artery occlusion is listed as a serious potential risks associated with femoral artery closure procedures. The IFU also provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case the physician depressed the button although bleed back was still present. It is noted that the safety and effectiveness of the device has not been established in patients who within = 1 cm of the puncture site have fluoroscopically visible calcium. In this case the loop may have caught on calcium contributing to the window change. Based on the information available for review procedural factors (physician mistakenly deployed the device although bleed back was present) and vessel characteristics (calcification at the access site) may have been contributing factors to the difficulties experienced by the customer. Additionally it is noted that an antegrade approach was used for the procedure. Without return of the device for analysis the reported complaints ¿indicator window-incorrect indication¿ and plug-inaccurate placement intravascular¿ could not be confirmed and an exact cause could not be conclusively determined. Neither the information available nor the DHR review indicate that there is a design or manufacturing related issue, therefore no corrective action will be taken at this time.

Manufacturer narrative:
Event description continued: the vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ heard. The pulsatile flow never returned. The indicator window did not show any red color during retraction. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The physician had achieved certification on the use of exoseal vcd, but it is unknown how many cases prior to this procedure. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4).

Event description:
During use of a 6f exoseal device for vascular closure, it was reported that although the bleed-back from the bleed-back indicator was present and had not stopped, the visual indicator showed solid black pattern and the physician depressed the button mistakenly. Despite the pulsatile flow observed, he deployed the plug. Hemostasis was achieved with manual compression and because there were no symptoms to the patient, the procedure was finished. There was suspicion of the plug being deployed intravascularly. The patient is under close monitoring but so far there is no sign such an abi decrease or ischemic symptoms. The patient has not showed any signs and symptoms of distal blood flow occlusion so far. There has been no treatment provided to the patient to restore blood flow. The physician commented that the indicator wire might be caught on the calcification or vessel wall. The product will not be returned for analysis. The patient was a (B)(6) male. The exoseal vcd was used following a percutaneous transluminal angioplasty (pta) of the left anterior tibial artery with moderate calcification and tortuousity. Ipsilateral antegrade approach was made from left common femoral artery with a guiding sheath (destination 6f 45cm, terumo). There was calcification at the puncture site. After the pta, the guiding sheath was exchanged for a short sheath (6f, 10cm, terumo) and the exoseal was inserted into the sheath. After the exoseal was firmly connected with the sheath, they were retracted gradually. Then, although the bleed-back from a bleed-back indicator was present, a visual indicator showed solid black pattern and the physician depressed the button mistakenly. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not near a stented segment. The vessel diameter was >/= to 5mm in diameter.